Manufacturer narrative:
A follow up was performed with the customer, and it was reported that replacing the battery, and connecting the device to an alternating current (ac) resolved the issue.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down unexpectedly and turned on by itself. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator shut down unexpectedly and turned on by itself. Troubleshooting was performed, and the rse noted that the event log was reviewed with the customer. It was reported that diagnostic code 1218 "alarm message: power has been restored" was observed. It was then reported that diagnostic code 1212 (alarm message: running on internal battery) was also observed. The rse reported that there was no ventilator inoperable or check ventilator alarms found by the customer. No "low battery" alarms were also logged. The customer reported that the device is not connected to ac (alternating current) when the device is not in use. The customer reported that it was confirmed that the device powers on by itself. The rse recommended that the battery be replaced and informed the customer that the respiratory therapy staff should have the device connected to ac when not in use. The customer was provided with the part number for a replacement battery. The investigation is ongoing.